Manufacturer narrative:
(B)(4) microstriae. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with micro striae in right eye inferiorly. It was reported that patient may have bumped eye while instilling ophthalmic medication drops. Patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Surgeon reported that event was patient induced and not due to laser and the area was smoothed out with wex cell by surgeon. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x .00 x 90, left eye pre-op 20/20 -1.75 x -.25 x 119.